Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after one year of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material reports associated with the humeral neck and was reworked. A review of the product complaint report history shows this is the (B)(6) complaint for this part number: one for dislocation and one for instability. This is the first complaint for this lot number. The root cause for the dislocation was reported as a fall. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient suffered a dislocation due to falling.